Event description:
The customer reported that initial and repeat suppressed hybritech prostate specific antigen (psa) results with indeterminate (ind) instrument flags were generated on a unicel dxl 600 access immunoassay system over two days for a single patient sample. This is report one of two and represents the suppressed patient psa results generated on (B)(6) 2011. Initial and repeat psa results all generated suppressed results. Subsequent testing at an alternate laboratory produced a reportable value within the normal reference range. The suppressed psa results were not released from the laboratory and hence there was no death, serious injury or modification to patient treatment associated or attributed to this event. The customer did not supply sample preparation or handling information. The s0 calibrator relative light units (rlus) at the time of the event were approximately three times higher than the rlus for the patient results associated with the event. The customer recalibrated the assay using the same calibrator and reagent lots, and a s0 calibrator rlu value generally comparable to the patient result rlus was obtained. Assay quality control results generated during the timeframe of the event were within customer's established specifications. System check and maintenance data was not provided by the customer to date.

Manufacturer narrative:
Service was not dispatched for this event as the customer was not questioning instrument performance. A definitive root cause has not been determined to date for this event. Associated mdrs: 2122870-2012-00034, 2122870-2012-00035.